Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloons was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the black tip came off in scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.